Event description:
It was reported that during a lap bariatric procedure, the device misfired twice. The second time the device misfired, it cut open the pt's stomach. The doctor had to close the stomach with a new device. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.